Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported events were confirmed due to a faulty cr board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit displayed an error after starting up and the front panel was blacked out with alarm. The event occurred during reprocessing, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that an alarm was made due to the failure of the patient circuit (cr) board, and the front panel blacked out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.